Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
An optometrist reported superficial punctate keratitis (spk) and dryness in a patient's left eye two months post lasik. Patient complained of headaches and blurry vision that fluctuates. Patient was started on a steroid drop four times a day and an ointment at bedtime. Patient was also instructed to use preservative free artificial tears every one to two hours in the left eye. Upon ten day follow up, symptoms are continuing. Patient had a punctal plug placed in the lower eyelid. Patient was instructed to continue ointment at bedtime. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye. Additional information has been requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
Upon additional follow up, reporter indicated patient issues have resolved.